Event description:
The device result was 340mg/dl and a repeat result was 168mg/dl. She did not seek any treatment or take any actions.the device was replaced and requested to be returned for evaluation.